Event description:
It was reported that the patient presented to the hospital after the alarm was triggered for the right atrial (ra) lead due to the impedance not being measured. It was noted that there was no atrial pacing. In addition, the patient suffered three inappropriate shocks from the right ventricular (rv) lead due to oversensing noise. The ra lead remains in use. The rv lead was explanted via laser extraction and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was available. The analyst noted that the atrial pacing impedance was not taken for the lifetime of the device likely due to low level noise on the atrial lead.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 694965, lead, implanted: (B)(6) 2006. (B)(4).